Manufacturer narrative:
Explant date: exact date unknown, event occurred 6-8 months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had increase charging burden and was frequently charging the ipg. Database analysis was downloaded and revealed no anomalies. The patient underwent a procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively with great coverage and the explanted ipg was discarded by the medical facility and will not be returned.